Event description:
New information was received indicating that the left ventricular (lv) lead was explanted and replaced due to loss of capture. The lead had dislodged. The patient was stable prior to and post-procedure.

Event description:
It was reported that during a set up for a MRI, there was no capture at the highest output from any vector on the left ventricular (lv) lead. The patient¿s device was set to lv only pace. Programming changes were made, and the MRI was performed without incidence. Post procedure additional programming were made. The patient was stable.

Manufacturer narrative:
The reported event of loss of capture and lead dislodgement was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Dimensional analysis of the connector boot was measured within the product specifications. The s-curve height was measured within product specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.